Event description:
This spontaneous case was received on (B)(6) 2013 from a (B)(6) year old female patient. The patient's medical history and concomitant medications were not reported. On an unknown date in year 2010, the patient started treatment with perlane (hyaluronic acid) for an unknown indication. The batch number used was not reported. On an unknown date in year 2010, the patient has experienced bruise, pus coming out of her face, and liquid coming out of her eye, after being treated with perlane. The patient did not know if she was injected with perlane or perlane-l. The suspect product was injected into the folds around the lips sometime in 2010. The patient mentioned that the needle popped off of a syringe at the time of the injection. The doctor re-injected with a functioning syringe. The patient did not know and was unable to tell if she was accidentally exposed to the medication as a result of the needle dislodging from the syringe. Follow-up information was received on (B)(6) 2013: the patient reported that 3 days ago, she went to the emergency room and had many mini strokes. He did not know what to do and inquired about obtaining help. Medical information advised the patient to seek medical help from her health care provider. Follow-up information was received on (B)(6) 2013. The patient reported that she has developed a change in taste. She stated that over the past 2 to 3 days every fod that she eats has a chemical taste to it. In addition, she has been vomiting water and blood. Patient has also noticed that the area where her scalp was exposed to the perlane medication has started to develop hair loss. This was noticed since (B)(6) 2013. Lastly, patient stated that she has lost 11 points over the last 2 weeks. Patient believes that all these recent symptoms are due to being treated with perlane. Patient was referred to her physician for further consultation. No other additional information is available at this time. Follow-up information was received on (B)(6) 2013. The office of dr. (B)(6) was contacted to confirm the lot number and expiration date of the product in question. The office staff member informed that the patient was not injected with perlane or perlane l. For patient privacy reasons, the name of the drug injected was not released. The outcome of the event was unknown. The reporter did not provide a causality assessment. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4). This case was received on (B)(6) 2013 as non-serious. Follow-up information was received on (B)(6) 2013 and the case was upgraded to serious. Follow-up information was received on (B)(6) 2013. Follow-up information was received on (B)(6) 2013. Follow-up received on (B)(6) 2013, were combined and processed together. No further information is available at this time.

Manufacturer narrative:
(B)(4) 2013. Injection site bruising, injection site pustule, lacrimation increased assessed as non serious, and possibly related. Syringe issue assessed as non serious, and not related. Pb (B)(6) 2013. The event transient ischaemic attack, haematemesis and weight decreased assessed as serious and possibly related. The event dysgeusia, alopecia implant site bruising, implant site pustules, lacrimation increased assessed as non-serious and possibly related. Device malfunction assessed as non-serious, and not related.